Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, effective stimulation was reportedly provided.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in multiple field advisories. Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg can no longer hold a charge. In turn, the patient's ipg could no longer communicate with their external devices due to being inoperable. Troubleshooting via assistance from a company representative was unable to provide resolution. As a result, the patient may undergo surgical intervention to address the issue.